Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ juvéderm voluma® xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product surveillance at (877) 345-5372. 9. How supplied juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Healthcare professional reports noticing the product in the syringe ¿dried out¿ with 1 syringe of juvéderm voluma® xc. Patient contact occurred. No injury occurred with the patient, staff, or injector. The allergan packaged needle was used. This was the confirmed second use of the syringe. Initial injection occurred 3 months prior.

Event description:
Healthcare professional reports noticing the product in the syringe ¿dried out¿ with 1 syringe of juvederm voluma xc. Patient contact occurred. No injury occurred with the patient, staff, or injector. The allergan packaged needle was used. This was the confirmed second use of the syringe. Initial injection occurred 3 months prior.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received without cap but with one needle which still attached. No defect observed.